Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up visit, the lead impedance decreased and high thresholds were observed. Fluoroscopy image was inconclusive. However, insulation damage is suspected.